Event description:
It was reported to olympus that, the high flow insufflation unit alarm sound during start up which causes a fifteen (15) minutes delay. The procedure was completed with the same device. Upon inspection and testing of the customer returned device, it was observed that the cr board failed. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation, the evaluation confirmed the reported event of the alarm sounding during startup which was due to faulty cr board. The faulty parts need replacement to bring the device back to olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be established. The suggested cause of this event was the failure of the main board ¿ however, the cause of this suggested failure could not be further determined. Olympus will continue to monitor field performance for this device.